Event description:
It was reported that the 9800 system had no fluoro image and a power supply failure error messages at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended, and put back into service.